Manufacturer narrative:
Additional information regarding analysis revealed pump tube binding in the pump head. In regards to the motor, a "feed thru anomaly was seen, shorting across insulator".

Event description:
It was reported that the pump was "not delivering anymore". It was stated that patient had "underdose symptoms especially no more pain relief". A rotor test was performed and the pump was noted to be running normally; "no malfunction related pump messages were found at interrogation". No effect on bolus was indicated. Following explant the pump and catheter were tested with a bolus of 6mg (1ml) and no liquid was observed "out of the pump/catheter". A catheter issue was further reported as "very rigid, proximal segment". Patient outcome was indicated as no injury. Drug being administered via the pump was fentanyl.

Manufacturer narrative:
Analysis of the pump revealed an intermittent reservoir access issues after the decontamination process. The analysis of the fluid path showed precipitate which was likely the cause of the reservoir access issue. The pump tube was found to have a hole in it. The pump stalled during the dispense test and therefore the dispense test was not completed. The outlet side of the pump tube had migrated to the inlet side of the pump head roller assembly, which most likely caused the stall seen during the dispense test. Analysis of the catheter revealed that a portion of the catheter was returned and no significant anomalies were noted. Of note, the catheter body was deformed in shape; however, no kinks or abrasions were noted. This did not affection infusion.

Manufacturer narrative:
Catheter model: 8731sc lot/serial# unknown, implanted: unk, explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.